Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient states he is seeing settings not available. Patient service specialist asked patient to switch groups and patient states a, b and c all present the same message when trying to adjust intensity. The issue was not resolved through troubleshooting. Agent reviewed they will need to meet with a rep for reprogramming to address the issue. The patient was redirected to their healthcare provider to further address the issue. Pt reported that the leads (are) broken. Steps taken will be take out old leads and replace with new leads and update machine. Need to schedule surgery.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# va20axu007 implanted:(B)(6) 2019explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: (B)(6)2023, UDI#: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.